Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that myocardia infarction, stent thrombosis and stent malposition occurred. In (B)(6) 2017, a 4.00 x 24mm synergy drug-eluting stent (des) was implanted in the distal right coronary artery (rca) and a 3.0mm x 16mm synergy es was implanted in the atrioventricular branch. Post procedure, bayaspirin and effient were taken. In (B)(6) 2019, the patient was hospitalized due to acute myocardial infarction. Stent thrombosis was observed in distal rca. A guide wire was unable to pass through the stent so coronary artery bypass grafting surgery was performed. No patient complications were reported and patient status was fine. According to the physician, the rca stent was deflated and malposed, but the thrombus started to release/disappear.